Manufacturer narrative:
(B)(4). The device was returned and the investigation revealed the complaint was not confirmed and no new issues were observed. All results were within the range spec and no errors or observed during control solution testing. Only one of the reported readings (125 mg/dl) is present in the meter's memory log.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 129 mg/dl and 25 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.